Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal pre-peritoneal procedure on (B)(6) 2019 and the barbed suture was used. During the surgery, the suture was detached from the needle during suturing. It was not a control release needle. There were no adverse patient consequences reported.